Event description:
It was reported the programmer paper tray is broken. The programmer and radiofrequency (rf) head were returned for repair. Both devices were analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the printer drawer was broken, handles were broken on the case, the electrocardiogram connector was loose on the link electronic module (lem) circuit board, the system fan was noisy, and the programmer displayed an error while updating the software. (B)(4): analysis found that the cable was damaged.